Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the monitor caught on fire due to a storm and no longer works. The patient also stated "the entire wall the monitor was connected to, does not work." It is expected the monitor will be returned and a new monitor was ordered. No patient complications have been reported as a result of this event.